Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed due to crosstalk on (B)(6) 2016. Programming changes and further testing were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, crosstalk was observed due to atrial paced events. Programming changes were recommended.

Event description:
New information received indicated that through remote transmission, additional non-sustained rv oversensing episodes were observed due to far-field p-wave signals. There were no indications of lead damage and programming changes were suggested.